Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was hospitalized for a diabetes related event. Customer's mother reported the customer was hospitalized in august or september. The mother also reported her son was hospitalized due to low blood glucose. Blood glucose at the time of admission was unknown. The mother also inquired about the scroll wrap safety notice they had received. No additional information provided.